Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation using a non-sjm 3d mapping system, the liner fractured in the proximal portion of the device and embolized the patient's pulmonary bed, which forced the procedure to be interrupted. A percutaneous removal for the introducer was performed. A guidewire and introducer were passed through femoral access to trap the portion and remove it. The patient was discharged from the hospital.